Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the transfer set. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding a leak in the transfer set on the homechoice (hc) unit. The technical service representative (tsr) instructed the home patient (hp) to notify the peritoneal dialysis nurse (pdrn) regarding the transfer set leaking. On (B)(6) 2010 (B)(4) spoke with the hp who stated the issue with her transfer set was resolved. The hp stated the transfer set was changed out and the problem was determined to be a loose connection with the plastic adapter. The hp stated she didn't know to check the connection and now she periodically checks to ensure the connection is secure. The hp stated she has had no further issue with the new transfer set and adapter. The hp stated she has had no infections and feels confident with therapy procedures. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.